Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as a red, itchy/bumpy rash to the patient's back. The patient's doctor recommended the patient remove the lifevest as the patient was allergic to the material in the garment. There are no alleged device malfunctions. Follow up was completed and the skin irritation was unchanged.